Manufacturer narrative:
Concomitant products: product ID 3888-33, lot # v611146, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v611146, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v611146, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v611146, implanted: (B)(6) 2011, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had been implanted for 10 days and the implantable neurostimulator (ins) voltage was already down to 2.78 volts. The manufacturer¿s representative (rep) replicated the programming that the patient used immediately post implant and the rep. Said he saw for the group impedances ¿less than 165 ohms,¿ and ¿less than 154 ohms¿ for b1 and b2. When the rep. Did electrode impedances he saw between 560-860 ohms for all pairs. The rep. Noted that the patient¿s ins was for the peripheral nervous system (pns) and that the patient was pushing the group he used to eight volts, 450 microseconds. It was advised that with the ins at such high settings and low impedances, draining of the battery quickly would be expected. Additional information received stated the patient was able to feel stimulation, was receiving effective therapy, and was doing well. Programming was simplified to reduce the parameters, lock out the amplitude, and the therapy was set to cycling.